Event description:
It was reported that during an unknown procedure, after the surgeon fired the device, he found some staple were malformed. The tissue was not stapled completely. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.